Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement issues, lead was successfully replaced. Lead was returned for analysis and it is under investigation. No additional adverse patient effects were reported

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement issues, lead was successfully replaced. Lead was returned for analysis and it is under investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, complete lead was returned intact. Noted a cut/cuts in the outer insulation likely explant damage. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors are intact. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities other than induced damage. The lead tip/helix appears intact and undamaged. The dislodgement allegation was not confirmed.